Event description:
It is our understanding that, during a routine patient follow-up visit, this s-ICD displayed an unusual untreated episode count of -24576. To further assess this device's performance, a boston scientific engineer downloaded the device's diagnostic data from the patient's latitude remote monitoring system database for further review. Review of the diagnostic data revealed that this s-ICD experienced corruption in an area of device memory that affected the untreated episode counter (between october 18, 2017 and december 27, 2017). The cause for the corruption could not be ascertained, but it is suspected to have resulted from a single event upset (seu). There were no untreated episodes stored in the device's memory. A review of the remaining memory data indicated no other anomalies. The s-ICD was operating normally despite the corrupted counter. The device was subsequently explanted and replaced in april 2022 due to inclusion in the emblem s-ICD product advisories issued december 2, 2020. The explanted device was not returned for laboratory analysis.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. A review of the device memory data indicated the s-ICD was operating normally despite the corrupted counter.

Event description:
It is our understanding that, during a routine patient follow-up visit, this s-ICD displayed an unusual untreated episode count of -24576. To further assess this device's performance, a boston scientific engineer downloaded the device's diagnostic data from the patient's latitude remote monitoring system database for further review. Review of the diagnostic data revealed that this s-ICD experienced corruption in an area of device memory that affected the untreated episode counter (between (B)(6), 2017). The cause for the corruption could not be ascertained, but it is suspected to have resulted from a single event upset (seu). There were no untreated episodes stored in the device's memory. A review of the remaining memory data indicated no other anomalies. The s-ICD was operating normally despite the corrupted counter. The device was subsequently explanted and replaced in (B)(6) 2022 due to inclusion in the emblem s-ICD product advisories issued december 2, 2020. The explanted device was not returned for laboratory analysis until november 2022.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. A review of the device memory data indicated the s-ICD was operating normally despite the corrupted counter. The explanted device was later received and underwent analysis. No further memory issues were observed, but the untreated episode counter was noted to be 40960. Analysis of the physical device was not able to determine the cause of the memory corruption. The device was then analyzed for the advisory. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.